Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 was failed to close and was stuck partially open after being pushed in. The drawer was sticking out, and the system was shut down to stop the beeping sound. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was jammed at mid-open position due to failed drawer rails. The field service engineer removed a replacement drawer from another station as requested by the customer, migrated all loaded pockets, reconfigured the system, and verified operation in the application and hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.